Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2018 indicated the procedure was due to a problem with manufacturer device or therapy. It was noted that the withdrawal symptoms were a sudden change in therapy/symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient heard an alarm and then started having withdrawal symptoms. A motor stall was confirmed via the pump logs on (B)(6) 2018 and was recovered on (B)(6) 2018. It was noted that the patient no longer hears the alarm and was once again receiving good pain relief. It was reported that the hcp plans to wean the patient down to a very low dose and allow the patient the option to replace the pump or have it explanted and get his pain treated with another therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. The cause of the motor stall was not determined.